Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrections: date of event was added where it had mistakenly been omitted before. (B)(4).

Manufacturer narrative:
Concomitant medical products: date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04508. It was reported the patient had high impedances on the right-sided lead. The issue was discovered during an unrelated laminectomy procedure. As a result, the lead was explanted and replaced on (B)(6) 2019. Effective therapy was restored post-operatively. Note: since it is unknown which lead had impedances, all possible devices are being reported.